Event description:
Same case as mfg. # 2134265-2010-00923. It was reported that during a stenting treatment procedure, a stent migrated. The lesion was located in the left iliac vein. The lesion details are unknown. A wallstent was implanted in the patient¿s left iliac vein. The stent was "nicely apposed to the vessel wall." An intravascular ultrasound (ivus) catheter was used in the procedure to image the stent site. The ivus catheter may have become caught on the stent, causing the stent to migrate. Imaging noted that the stent appeared to be "hanging" in the vessel. The physician post-dilated the stent with an unknown 28mm balloon catheter. No further complications were reported. The patient's status is reported as fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).